Manufacturer narrative:
G4: 15jun2020. B4: 17jun2020. This complaint has been reassessed. The patient had to be moved to a different ventilator, however, no additional medical intervention was required as result of this event, and there was no patient harm. Based on this information, the type of reported event has been updated to non-adverse event. The manufacturer¿s international service technician evaluated the ventilator and confirmed the occurrence of the diagnostic code related to backup alarm failure in the event log. The service technician reported to have been unable to duplicate the reported problem during testing, but the central processing unit (cpu) printed circuit board assembly (pcba) was replaced as preventative measure nonetheless. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02/17/2020.

Event description:
The customer reported a "check ventilator" alarm that could not be silenced or reset. The ventilator was being used on a patient, (B)(6) a male, weighing (B)(6) kg. However, there was no patient harm. The unit did not become inoperative, but it was exchanged with a backup unit.

Manufacturer narrative:
G4: 02nov2020, b4: 17nov2020, d4: UDI#: (B)(4). The replaced central processing unit (cpu) printed circuit board assembly (pcba) was received for internal failure analysis. It was determined that the piezo buzzer (ls1) was failing intermittently due the insulation resistance being out of specification at 462 kohms. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 05may2020. B4: 06may2020. No product was returned for evaluation. The determination could not be made that the device failed to meet the specifications. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.